Manufacturer narrative:
Imdrf device code a180104 captures the reportable event of device foreign material present in device.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was attempted to be implanted in the bile duct to treat a biliary obstruction associated with a bile duct tumor during an endoscopic retrograde cholangiopancreatography (ercp), endoscopic nasobiliary drainage (enbd), endoscopic sphincterotomy procedure performed on (B)(6) 2025. The patient was also noted to have gallstones. During procedure, when the guidewire crossed the channel, the guidewire could not be pushed, and there was a foreign body in the channel, the device could not be deployed. The procedure was completed using another of the same device. There are no patient complications reported as result of the procedure.